Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. Two curved-tip stapler 30 instruments were used during the surgical procedure and each instrument had a partial fire per the logs. One curved-tip stapler 30 instrument (part #470530-05, lot #s10170315-0007) was installed three times during the surgical procedure. With the first install of the instrument, a green stapler 30 reload was installed and 3 incomplete clamps in 4 attempts were identified, followed by a completed fire. With the second install of the instrument, a green stapler 30 reload was installed. The instrument passed homing but the instrument was removed before any clamps were attempted. With the third install of the instrument, a green stapler 30 reload was installed and 27 incomplete clamps in 28 attempts were identified, followed by a partial fire at 39% completion. Another curved-tip stapler 30 instrument (part #470530-05, lot #t10171025-0017) was also used during the surgical procedure. With a green stapler 30 reload installed, 9 incomplete clamps in 10 attempts were identified, followed by a partial fire at 55% completion. The curved-tip stapler 30 instrument has a "smartclamp" feedback feature which detects whether or not the stapler jaws can adequately close on the target tissue during clamping. If while clamping the stapler detects that the jaws cannot adequately close on the target tissue, clamping stops and a message appears. The message provides a percentage to indicate how far the stapler has clamped, and provides a countdown. According to the stapler instrument user manual, if clamping does not complete on a second attempt, the user is instructed to reposition the stapler instrument to either grasp thinner tissue or to reduce the amount of tissue in the jaws. Then press and hold the associated blue pedal to clamp. Based on the current information provided, this complaint is being reported due to the following conclusion: the surgeon alleged that he encountered partial fire/cut issues while using a curved-tip stapler 30 instrument. As a result of the alleged issues, the surgeon reportedly converted the surgical procedure to open surgery in order to complete a coloanal anastomosis. However, the root cause of the customer reported failure modes is unknown.

Event description:
It was initially reported that during the da vinci-assisted low anterior resection procedure, the curved-tip stapler 30 instrument allegedly misfired two times and incomplete cuts were observed. As a result, the surgeon made the decision to convert the surgical procedure to open surgery in order to complete a coloanal anastomosis. On 07/31/2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr spoke to the surgeon¿s partner. The surgeon and his partner reportedly reviewed the video of the da vinci-assisted low anterior resection procedure. The video was not provided to isi for review. According to the csr, the surgeon¿s partner indicated that the first stapler fire "worked correctly." However, after the second stapler fire was completed, it was alleged that none of the staples had the "b-shaped formation." No other information was provided.

Manufacturer narrative:
On 08/12/2018, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event from the surgeon: the surgeon and his partner reviewed a video footage of the surgical procedure and they believe the tissue involved with the alleged issue ¿was just too thick.¿ in relation to the curved-tip stapler 30 instrument, the surgeon further indicated, ¿the smartclamp feature did work and eventually go to 100% but it took a [sic] too many attempts clamp/unclamps,¿ and ¿the jaws may also have been misaligned as you can see the staples starting to form then being mis-shapen.¿ there was no tissue tension or bunching when the stapler 30 reloads were fired. The staples lines did not appear complete after the stapler 30 reloads were fired and malformed staples were identified. The low anterior resection procedure was completed via open surgery. As of (B)(6) 2018, the patient had not experienced any post-operative complications and was undergoing chemotherapy. The surgeon did not believe the stapler 30 reloads used during the surgical procedure were available for return to isi for evaluation. Based on the current information provided, this complaint will remain reportable due to the following conclusion: the surgeon alleged that he encountered partial fire/cut issues while using a curved-tip stapler 30 instrument. As a result of the alleged issues, the surgeon reportedly converted the surgical procedure to open surgery in order to complete a coloanal anastomosis. However, at this time, the root causes of the customer reported failure modes are still unknown although the alleged issue may be attributed to user-error since the surgeon believes the tissue involved ¿was just too thick."